Manufacturer narrative:
(B)(4) teleflex has received the device for evaluation. The reported complaint is confirmed a loose pin 4 on the green connector was noted during the visual inspection, which is the root cause of the reported complaint. The root cause of the loose pin is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex will monitor for developing trends. Other remarks: more information received by the hospital biomed: the pump did not alarm.

Event description:
It has been reported via a field service report: (B)(4). Symptom: biomed reports that the ECG signal is intermittent. Pump switched out quickly with no patient complications. Findings/action taken: ECG cable assembly sent to and replaced by hospital biomed. Defective assembly being returned on (B)(4). Fcn level: 1416, software level: 2.24, expedited qa review: yes, op = on patient, confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It has been reported via a field service report: (B)(4). Symptom: biomed reports that the ECG signal is intermittent. Pump switched out quickly with no patient complications. Findings/action taken: ECG cable assembly sent to and replaced by hospital biomed. Defective assembly being returned on (B)(4). Fcn level: 1416, software level: 2.24, expedited qa review: yes, op = on patient, confirmed.